Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that while trying to insert the sensor it was noticed that the needle was missing from the cannula. Customer stated that the needle hub assembly was not removed from the sensor base before starting insertion process and serter was pulled straight up from pedestal. Customer followed correct steps to press and release button to insert sensor. Customer was advised the sensor would be replaced and agreed to return the product for analysis. Blood glucose value is unknown.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor; found the sensor needle separated from the sensor base, unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. This complaint is against the insertion device.